Event description:
It was reported that a novum iq large volume pump did not infuse any of the unspecified medication. This was observed during patient infusion on the surgical trauma intensive care unit (sticu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to g3: date received by MFR ¿ baxter product surveillance identified the correct aware date to be 25 feb 2025 (previously reported as 02/28/2025). Additional information was added to h6. H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.